Manufacturer narrative:
A review of the service report indicates the customer reported poor aspiration. The company representative examined the system and no problems were found. The system was then tested and met all product specifications. The company representative then monitored a total of 9 surgeries from 3 separate surgeons. Two of the surgeons complained of inefficient aspiration. All of the procedures were performed using the same cassette. The company representative observed that a handpiece lacked continuous sound and replaced it. There was no sample returned for evaluation. For this reason, steps could not be taken to replicate of confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. It should be noted that the customer was observed using the same cassette during 9 surgeries. Per the cassette directions for use (dfu), cassettes are designed for single use. The root cause could not be conclusively determined. (B)(4).

Event description:
A nurse reported that the equipment presented an intermittent problem of poor aspiration during a cataract with intraocular lens implant procedure. Following a delay less than 15 minutes, the procedure was completed with an alternate system. There was no harm to the pt. No procedures were cancelled due to the reported event.